Event description:
It was reported to philips that the system gave an alert indicating a generator fault, which could impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system gave an alert indicating a generator fault, which could impact imaging. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote was not approved, and the quote was cancelled. No service has been performed by philips. To date, no further information was received.